Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. On 11/15/2010 - the preliminary results of the investigation have confirmed equipment/product malfunction due to a design deficiency in the software. If a pbc calculation model is used, eclipse is forced to recalculate lmc. Mu and 3d dose remain the same after re-calculation. When aaa is used, eclipse is not forcing user to recalculate and 3d dose will change, but the mus are the same. Therefore, the anomaly occurs only in pbc algorithm. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation and risk hazard analysis.

Event description:
It was reported that when inserting a tray into each field of an optimized imrt plan, the dose calculation will continue and give the same mu, as if this tray is not selected. In calculation properties of the plan, the tray factor is shown. Due to the fact that the mu is coming from the lmc, the workflow (inserting a tray into fields of an optimized plan) should give some kind of a warning. The customer is modeling a 7% absorption from a david chamber for imrt verification in the direct beam for each imrt field during pt treatment. Inserting the tray before optimization gives expected results after dose calculation. No pt injury reported, and no pt data provided.